Event description:
Patient transferred to or table. Table was locked. Table extended for intubation. Patient was successfully intubated. The bed began to slowly tilt head down and the bed's pedestal came off the floor. Anesthesia controlled the patient's head until the bed completely reached the floor. Patient was inadvertently extubated and airway recovered. Unable to remove patient from the table. Patient was slid to the floor on top of a hoyer lift. Surgery cancelled.